Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 30 mmol/l which was treated with insulin pen. The battery, infusion set and reservoir had been changed. During troubleshooting, it was found that air bubbles were present in the reservoir. It was advised to change the reservoir and infusion set and used insulin at room temperature. The product will not be returned for analysis.